Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2023 by arthroscopy, sports medicine, and rehabilitation titled "clinical and patient-reported functional outcome of semitendinosus autograft anterior cruciate ligament reconstruction with fibertape® internalbrace¿ the study reviewed one hundred two hundred eighty-seven (287) patients who underwent knee procedures using arthrex swivelock to treat acl/pcl instability. Eleven (11) patients had failures during the twelve (12) month follow-up period. Ref: bora, m. And p. Deshmukh (2023). "Clinical and patient-reported functional outcome of semitendinosus autograft anterior cruciate ligament reconstruction with fibertape® internalbrace¿ all-inside technique: a prospective study." Cureus 15(9): e44700.